Event description:
The hospital informed pmt that two expanders had failed in surgery. One expander was leaking. On the other expander, the physician could not fit the connector between the expander and the port. The devices were removed surgically but we have no information if they were replaced or if the procedure was completed.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.